Event description:
The customer reported to olympus, that the image was distorted when a certain angle was applied on the evis lucera elite bronchovideoscope. The issue was found during an intubation of an endotracheal tube procedure. Inspection and testing of the returned device found that due to damage on the charge-coupled device, the image disappeared during angulation in the up/down directions and additionally the connecting tube had coating that was peeling. There was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the image disappeared during angulation in the up/down directions due to a damage charged coupling device and in addition, the coating was peeling on the connecting tube. Additional evaluation findings were as follows: the bending section cover adhesive had a chip as well as a pinhole that caused the water tightness to be lost, the universal cord had a dent and a scratch, the connecting tube had a dent and due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the image disappearance or the coating at the connecting tube peeling off, the device was shipped in accordance with specifications. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the image disappearance or the coating at the insertion tube peeling off could not be determined. However, based on device investigation results, it is presumed that it was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chip and capacitor. The following information is stated in the operation manual which may help to prevent the issue: the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 1. Inspect the control section, and endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 2. Inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. 3. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. [Inspection of the endoscopic image] 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Adjust the brightness level as appropriate. 4. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 5. Operate the up/down angulation control lever slowly in each direction until it stops. Feedback to the customer from the service business center (sbc) recommended to the user to read instructions for use (IFU) instruction manual and handle the device in accordance with IFU to prevent recurrence of the suggested event. Olympus will continue to monitor field performance for this device.